Event description:
Heating pad was returned to retailer and the only info provided was "won't cut off". No injury or property damage was reported with this incident.

Manufacturer narrative:
This pad was bunched/folded. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident.